Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event : date of event (B)(6) 2024 (estimated date) explant date (B)(6) 2024 (estimated date).

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (b)()6) 2023. An 8.0x100mm absolute pro self-expanding stent system (sess) stent was implanted, treating the target lesion in the proximal right external iliac artery. On (B)(6) 2024 (estimated date), the patient was re-hospitalized, restenosis of the stented segment was confirmed. The restenosis was successfully treated. The stent was explanted on (B)(6) 2024 (estimated date). On (B)(6) 2024 (estimated date, within the same month of restenosis being treated), the patient underwent amputation of the right lower leg due to necrosis of the extremity. The exact circumstances of the amputation cannot be determined since the intervention took place in a different clinic. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effects of restenosis is listed in the absolute pro peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.